Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Despite efforts, no further information could be obtained.